Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the handle would not move tissue through the device. There was no note of impact or delay. Due diligence is in process. No further information is available at this time. There is no adverse event associated with this malfunction.

Event description:
It was reported that during surgery on (B)(6) 2023, the handle would not move tissue through the device. The surgeon had to complete the mesh manually and the procedure was extended an hour. There was no note of patient harm. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit failed the test cut, the unit was out of calibration, and the bottom roll was worn. The shoulder bolt was replaced for calibration, the bottom roll was replaced, and the unit was calibrated to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.